Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, bubbles, the weight the device within specification, crease fold and a cloudy color in the gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No calcification was observed in the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side pain associated with capsular contracture, baker grade IV and calcifications. Treatment "of thickness capsule resection" was performed. The device has been explanted.